Manufacturer narrative:
Ref. Mfgr report number: 2015691-2017-03807.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation, including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to the regurgitation. The cause of the pvl and cai is unknown (imaging was not received); however, may be due to patient factors (hemodynamic instability, calcification distribution not reported) and procedural factors (device manipulation, bypass pump) may have caused the regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions, or updates to the risk management file, are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, after the implantation of a 23mm sapien xt valve, echo revealed ¿major¿ aortic regurgitation, both pvl and central ai. A second valve was deployed. Post valve deployment, the patient became hypotensive (35/30 mmhg). The left main coronary artery was protected, therefore a coronary stent was deployed, but the situation did not improve. An annular rupture was then suspected. External chest compression were given and an aortography was done. The aortography showed ¿major¿ regurgitation around the valve, both pvl and central cai. The vital signs stabilized after immediate establishment of extracorporeal circulation. A second 23mm sapien xt valve was then deployed, however, post deployment, there were several runs of ventricular fibrillation, which was converted to sinus rhythm by defibrillation. The aortic regurgitation did not improve and the valve was post dilated, still without improvement. The patient was transferred for open heart surgery. During surgery no blood was found in the pericardium and the annular rupture was excluded as the cause. Both sapien xt valves were explanted and replaced with a surgical valve. The patient left the room on ECMO but stable. Pod3 the patient remained stable and was being taken off the ventilator. The native annulus diameter measured 22mmx27mm by CT with an area of 477cm². The native annulus had mild calcification, severe leaflet calcification and bulky aortic root calcification. Note: this report pertains to the first deployed valve.